Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) from an office visit on (B)(6) 2019. At the time of the visit the patient was alert, in no distress, with no postural or action tremor noted. The patient¿s language function and judgement were intact and extraocular movements were intact without any nystagmus. Facial symmetry was maintained along with hearing and movement of both upper and lower extremities and gait was within normal limits. During the visit the hcp interrogated the device and noted the deep brain stimulation (dbs) device was charged a little more frequently in the early part of april which coincided with the narrative by the patient and their spouse. It was unclear as to why that happened, however, the last two recharge cycles were 10 days or more suggesting the battery was still functioning well. The hcp reassured the patient but would ¿follow-up on this carefully.¿ a therapy and electrode impedance check were performed with normal results. During this time no reprogramming was performed, only interrogation, with the battery percentage being 100%. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that last week patient was bowling and suddenly started shaking badly. It was so bad, patient could not even drive home. Patient got home and checked their device and it was at zero charge, patient charged the ins 4 days prior to that, and usually lasts them 10 days to 2 weeks. Patient then sat and charged for over 3 hours and it was like nothing was happening, ins turned itself off. It was reviewed for the caller that ins will turn off when charge goes low. It was stated that they started the ins up and things were fine. Patient then charged to 75%, went to bed and next morning the charge was down to 50%. Patient charged to 100% about 3 days ago and today it is down to 75%. They called the health care professional (hcp) last week and they have not returned the call. Caller got a hold of them today. It was noted that patient had not been reprogrammed or switched to a new group recently. Caller noted hcp changed programming several months ago, 3-4 months ago but patient did not notice the change in charging until last tuesday. Patient does not change parameters on their own. It was mentioned that patient was getting up to 8 coupling bars and sometimes they get all of the coupling bars. No falls/trauma was reported. Patient was redirected to the hcp to diagnose what the normal charging frequency. No further patient complications were reported/ anticipated as a result of this event.